Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex aaa endovascular graft bifurcated main body, initially implanted on (B)(6) 2015, had an unknown endoleak, a type iiib endoleak, and thrombus formation. This report is related to another MDR with patient identifier (B)(6). The patient underwent a computed tomography scan (CT) on (B)(6) 2015. The CT confirmed an abdominal aortic aneurysm (aaa) that measured 44 mm and a right common iliac artery aneurysm (ciaa) that measured 45 mm. On (B)(6) 2015 the patient underwent coronary artery angiography (cag) and coiling to the internal mesenteric artery (ima). The patient underwent endovascular aortic repair (evar) and endarterectomy of the bilateral common femoral arteries on (B)(6) 2015. A cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) was used in the procedure. The clinician created an iliac branch device (ibd) by creating a hole in the cook zenith flex with spiral-z technology aaa endovascular graft iliac leg was altered by making a hole in the graft. Then a competitor¿s 7 mm diameter graft was sewn to the zenith flex with spiral-z technology aaa endovascular graft iliac leg to create a branch. Under general anesthesia, bilateral inguinal incisions were made to expose and secure bilateral common femoral, shallow femoral, and deep femoral arteries. Heparin was administered. Activated clotting time (act) prolongation was confirmed. There was severe calcification in both right and left common femoral arteries (cfa). The right common femoral artery was punctured and a 0.035 inch x 300 cm guidewire was inserted. The clinician discovered that the right common femoral artery was blocked. The clinician then made a longitudinal incision and inserted a 14 french sheath. The 14 french sheath was then replaced with an 18 french sheath in the right common femoral artery. A multipurpose catheter was cut in half and inserted into the wire lumen of the created ibd. A 14 french dilator was used as a pusher, but it was difficult to push, so a 16 french dilator was used as a pusher. A goose neck snare was used to grasp the guidewire to perform the pull-through technique in the branch and the ¿created¿ ibd was deployed from the bifurcation area until the branch. A stent (10nm and length of 8 cm) was deployed and implanted in the right internal iliac artery from within the branch of the ibd. Ballooning was performed but because stenosis was observed in the left internal iliac artery bifurcation area, a stent (6 cm) was placed and post-dilated with the previous balloon. A zenith flex aaa endovascular graft bifurcated main body (tffb-28-82-zt) was inserted and deployed from just below the right renal artery and deployment was stopped after the contralateral limb was deployed. The distance from the flow divider to the proximal end of the ¿created¿ ibd was measured. A stent was deployed and implanted, aligning the proximal end of the stent with the zenith flex aaa endovascular graft bifurcated main body graft bifurcation. The distal end of the stent aligned with the proximal end of the lateral branch of the ¿created¿ ibd. The ipsilateral limb of the zenith flex aaa endovascular graft bifurcated main body was deployed. The delivery system was removed. The distance to the left iliac artery bifurcation area was measured and a stent was deployed. The stent was placed between the zenith flex aaa endovascular graft bifurcated main body graft bifurcation and landed in the left common iliac artery. Confirmatory angiography showed no endoleak, but stenosis was present in the right external iliac artery at the distal end of the right leg. To treat the stenosis, a stent (10-nm-diameter by 6-cm-long) was implanted into the right external iliac artery. It was implanted from the right leg of the main body graft to the right external iliac artery (eia). Ballooning was then performed. After the procedure the internal iliac artery was occluded. On (B)(6) 2017 an unknown type endoleak from the proximal side of the aneurysm was confirmed. The aaa measured 44 mm in diameter and the right ciaa measured 40 mm. No significant changes were observed. A CT performed on (B)(6) 2019 confirmed abdominal aneurysm enlargement. The aaa measured 47x61 mm. The common iliac aneurysm measured 40 mm. An endoleak from the proximal side of the aneurysm was identified. The proximal neck was also enlarged. A type 3b endoleak was confirmed on (B)(6) 2019 near the flow divider of the zenith flex aaa endovascular graft bifurcated main body. After consultation with cardiovascular surgery regarding the enlarged proximal neck it was decided that the type 3b endoleak should be treated first. A secondary evar was performed on (B)(6) 2019 to treat the type 3b endoleak. Under general anesthesia, bilateral inguinal incisions were made, and the common femoral artery was secured. The bilateral common femoral arteries were sutured by performing a purse-string suture. The left common femoral artery was found to be severely calcified. An endarterectomy after evar was planned as a result. The left common femoral artery was punctured, and a 5 french pigtail catheter was inserted. Aortic angiography showed suspicious findings of a type 3b endoleak from near the flow divider of the zenith flex aaa endovascular graft bifurcated main body (tffb-28-82-zt). The 5 french pigtail catheter was exchanged for another 5 french catheter and angiography of the left common iliac was performed. The left common iliac artery, where the distal landing site of the stent graft, was found to have an aneurysm, and the sealing between the previously implanted stent graft and the vessel wall was insufficient. A 4 french catheter was used for the left internal iliac artery. Using a 180 cm long guidewire, the 4 french catheter was advanced into the left internal iliac artery. This was unsuccessful due to tortuosity of the vessel. The left internal iliac artery and iliolumbar artery near the bifurcation near the root of the left internal iliac artery were coil embolized with a microcatheter. Heparin was administered and act prolongation was confirmed. The right femoral artery was punctured. A 16 french dry seal sheath was inserted through the common femoral artery on both sides. The two stents were removed from their own delivery systems and lodged upside down into the sheaths. Using the parallel technique, the grafts were placed with the proximal end of each stent graft aligned with the proximal end of the zenith flex aaa endovascular graft bifurcated main body. Ballooning was performed at the same time for both right and left leg graft with a kissing-balloon technique with two balloons to avoid occlusion of the opposite leg graft. Cone beam CT was performed. Stenosis was found in the proximal side of the right leg between the zenith flex aaa endovascular graft bifurcated main body leg and the stent placed in the common iliac artery. The right leg was dilated with a balloon, but the stenosis remained. Therefore, stent (14 mm x 4 cm) was placed to treat the stenosis. After stent placement, cone beam CT imaging was performed again it was confirmed that the right leg stenosis had improved. A stent was placed in the sheath on the left side and the stent graft was extended to the left external iliac artery. After implantation of the stent grafts, aortography showed no obvious endoleak and no significant narrowing of the bilateral legs, so the procedure was completed. An endarterectomy of the left common femoral artery was performed after the evar. A patch made of bovine pericardium was placed. On (B)(6) 2019 angiography CT was completed and confirmed an endoleak. The endoleak appeared to be type 2 or type 1a. The aaa measured 47 mm x 61 mm and the ciaa measured 41 mm. A CT was performed on (B)(6) 2020, and the aneurysm diameter had increased slightly to 49 mm x62 mm. Patch formation had been identified in the left common femoral artery six months post implant. It was determined that the patient could begin taking transamine (tranexamic acid). The patient began taking transamine (tranexamic acid) on (B)(6) 2020. On (B)(6) 2020 a CT scan indicated that the longer diameter of the aaa had slightly increased. The aaa diameter measured 48x64 mm. The physicians indicated that open conversion could be performed, but the patient declined. The physicians then recommended continued follow up. A CT scan was completed on (B)(6) 2020, and the aaa measured 48x65 mm. On (B)(6) 2020 the aaa measured 50x65 mm. The endoleak remained unchanged. Intramural thrombus identified in the stent graft was gradually increasing and the administration of transamine (tranexamic acid) was discontinued. On (B)(6) 2021 the aaa had increased in size to 54x67 mm. The intramural thrombus had decreased so the administration of tranexamic acid was restarted on (B)(6) 2021. On (B)(6) 2021 the aaa measured 50x70 mm. The intramural thrombus had slightly increased. As a result transamine (tranexamic acid) was again discontinued. A recommendation was made to the patient they again should consult with a cardiovascular surgeon, however the patient refused. The patient was also informed of the risk of aneurysm rupture. The patient requested that the physicians continue with the follow up. A CT scan was completed on (B)(6) 2021. The scan confirmed that the zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) that was located within the right common iliac artery had deformed and become flat. On (B)(6) 2022 an increase in aneurysm size was identified. The aaa measured 54x71 mm. The zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) was remained deformed. It was recommended that a stent graft be placed inside the deformed graft in the right common iliac artery. The patient refused the treatment recommendation. There have been no additional adverse effects to the patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - health eff impact code. Appropriate code not available: discontinuation of clot promoting medication. Investigation ¿ evaluation. The complaint facility (B)(6) hospital informed cook of an incident involving a zenith flex main body and leg graft assembly. The incident reported includes a zenith flex aaa endovascular graft bifurcated main body (tffb-28-82-zt) from an unknown lot and a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) from an unknown lot. The following issues have been reported: a type 1a endoleak was found (B)(6) 2017 from the proximal side of the graft with no significant change observed. A CT scan, performed on (B)(6) 2019, confirmed aneurysm growth and proximal neck enlargement with a continued proximal endoleak. The endoleak reportedly persisted during the (B)(6) 2019 and (B)(6) 2020 follow-ups. On (B)(6) 2019 a type 3b endoleak was confirmed near the flow divider of the main body graft. The leak was treated (B)(6) 2019 with an additional evar procedure including embolization of the left internal iliac artery. Thrombus was noted in the main body graft on (B)(6) 2020 and the administration of tranexamic acid as an additional treatment for the endoleak fluctuated as a result of increasing or decreasing of the intramural thrombus. Finally, during another follow-up on (B)(6) 2021 deformation of the right leg graft (zsle-11-107-zt) was confirmed but not treated do to patient preference (reported under medwatch report #: 1820334-2022-00240). The complaint facility has not reported any adverse effects to the patient that have resulted from these incidents. A review of the complaint history, drawing, instructions for use (IFU), and quality control procedures, as well as expert review of imaging, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, the complaint facility provided imaging to aid in the investigation. Two angiogram procedures and 4 CT studies are provided for review along with the complaint report. The type 1a endoleak was not confirmed by the image reviewer. The reviewer stated that suprarenal stent separation occurred and there was little graft wall apposition, but that there were no leaks and the graft was patent. The reviewer hypothesized that the difference in diameter between the proximal graft and the vessel is due to mural thrombus. The reviewer could not confirm the type 3b endoleak reported based on these images, but noted a very small faint area of contrast in the lateral aaa sac near the mid tffb graft, but the leak was not definitively confirmed. The reviewer confirmed the occlusion of the graft placed in the internal iliac. Additionally, a document based investigation evaluation was performed. Review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Cook also reviewed product labeling. The product IFU, [t_zaaaf_rev5] ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: - key anatomical elements that may affect successful exclusion of the aneurysm include...an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length). ¿ necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. - adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. 4.3 pre-procedure measurement techniques and imaging: - patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.4 device selection: - sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: - inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak. - avoid damaging the graft or disturbing graft positioning after placement in the event reinstrumentation (secondary intervention) of the graft is necessary. 5. Adverse events: 5.2 potential adverse events: - adverse events that may occur and/or require intervention include, but are not limited to: endoleak: endoprosthesis: suture break; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. ¿ arterial or venous thrombosis and/or pseudoaneurysm. ¿ claudication (e.g., buttock, lower limb). ¿ embolization (micro and macro) with transient or permanent ischemia or infarction. ¿ endoprosthesis: occlusion. ¿ graft or native vessel occlusion. 11. Directions for use: 11.1.7 main body proximal (top) deployment: 1. Perform angiography through an angiographic catheter to verify position of the endovascular graft with respect to the renal arteries. 11.1.12 molding balloon insertion: 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. 12 imaging guidelines and postperative follow-up: 12.1 general: - all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Evidence provided by the complaint facility, the imaging review, complaint history, and manufacturing documents, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, review of imaging, and the results of the investigation, a definitive cause for either the type 1a or 3b could not be determined. Endoleak is a know inherent risk of using this device. A definitive cause for the reported development of thrombus within the graft is unknown but the off label alteration of the zsle graft is a possible cause. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.